Event description:
It was reported that t:slim x2 pump battery would not charge and that power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, and during call power source alert resolved on its own and battery level jumped to 100%, with no further corrective action documented.